Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient experienced several epileptic seizures and ineffective therapy with the drg system. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient's lead was replaced, and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.